Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Wear abrasion observed. Stress marks observed. Orange particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported a right-side rupture confirmed via MRI. Healthcare professional later reported a right-side rupture confirmed via MRI. Healthcare professional later reported "capsular contracture, baker grade unknown " device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Event description:
Healthcare professional later reported right side "capsular contracture baker grade unknown " the device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported a right-side rupture confirmed via MRI. Device remains implanted.